Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date unavailable at this time. No parts have returned to the manufacturer for evaluation. No parts have returned for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the image acquisition system (ias) key had been bent. The other key is fine. There was no patient present when this issue was identified. No additional information provided.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Correction: review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, with no patient present. It was reported that the image acquisition system (ias) key had been bent. The other key is fine.